Event description:
It was reported that before use on a patient, the cs100 intra-aortic balloon pump (iabp) found battery has expired, does not hold voltage(shut down in 5 minute when full charge battery) and safety disk expired. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: : event site postal code - (B)(6), event site address - (B)(6). It was reported during use the cs300 intra aortic balloon pump (iabp) that safety disk had expired and battery had expired. There was no patient involvement. No patient harm or injury reported. A getinge field service engineer (fse) evaluated and found battery had expired does not hold voltage, safety disk expired needed to be replaced. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
N/a.